Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the two calibration drops did not appear and the receiver displays the oor symbol for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the two calibration drops did not appear and the receiver displays the oor symbol for an unspecified amount of time on (B)(6) 2016.